Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the rewind process. The patient's blood glucose was normal and did not require medical treatment. Upon review of the alarm history there were prior motor errors. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.